Event description:
Response1: no. As previously indicated, facility has determined that this event is not reportable in accordance with 21 cfr part 803. In accordance with 21 cfr part 806.20, facility has implemented a power supply replacement program and has documented this replacement program as a non-reportable field correction. The affected customers were informed of this program by a letter (see attached) which was sent out on approx 10/2005. The following rationales were used in making these determinations: because a failed power supply poses little to no risk to the pt, this field correction is, therefore, not being taken to reduce a risk to public health posed by the device. Nor is this field correction being taken to remedy a violation of the act caused by the device, as the narkomed 6000/6400 anesthesia machine does react in accordance with its labeling in the event of a power supply failure.

Event description:
The patient underwent a flexible bronchoscopy, tap pleurodesis and pleural biopsy. In the middle of the case, the anesthesiologist noted that the narkomed 6400 shut down. The physician had to hand ventilate the patient until the machine was replaced. There was no apparent patient injury.all 7 narkomed anesthesia machines were pulled from service until the manufacturer could reconcile the problem with the power supplies on each machine.